Event description:
Journal reference: vodapally ms, thimineur ma, mastroianni pp. Tension pseudomeningocele associated with retained intrathecal catheter: a case report with a review of literature. Pain physician. 2008; 11(3):355-362. We report a detailed case of tension pseudomeningocele in an adult patient due to a broken and retained lumbar intrathecal catheter. It is essential to be aware of this rare complication and we recommend appropriate neurosurgical involvement in the management of pseudomeningocele to avoid potential and catastrophic complications. Pseudomeningocele is the extradural collection of csf due to a breach in the dural-arachnoid layer and they occur after incidental durotomy during lumbar spine surgery. Reportable event: three months after the synchromed ii implant with the original catheter of five years, there was inadequate pain relief. Surgical exploration found the spinal end of the catheter broken and anchored in the para spinal muscle tissue. The catheter could not be retrieved. The pump was placed back in the original pocket with a plan to implant a catheter at a later date. Twenty six days later, the patient presented with wound discharge, swelling and a partially exposed pump that required emergency removal. See MFR report # 2182207-2008-06863.

Manufacturer narrative:
Results: catheter.